Event description:
Same case as MDR ID# 2134265-2014-03129. (B)(4) clinical study. It was reported that in-stent restenosis (isr) and chest pain occurred. In 2006, a 3.0 x 16mm taxus liberte stent was implanted in the mid segment of left circumflex artery (lcx). In (B)(6) 2010, subject presented with shortness of breath with exertion and stress test reveals lateral ischemia and inferior fixed defect. The in (B)(6) 2014, the subject presented with chest pain to emergency department. The subject was hospitalized and cardiac catheterization was recommended. At the time of the event, the subject was on aspirin and prasugrel. The study drug per protocol was last taken in 2011. In (B)(6) 2014,coronary angiogram was performed and revealed severe in-stent restenosis of the previously placed study stent and a 3.0mm x 16mm taxus non-study stent placed in the mid segment of the left circumflex (lcx). Coronary artery bypass graft (CABG) for two vessels was performed from saphenous vein graft (svg) to om which qualifies as target vessel revascularization (tvr), and left internal mammary artery (lima) to left anterior descending artery (lad) which is a non-tvr. Five days post procedure, the event was considered to be resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Implanted date: 2006. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
If implanted, give date: (B)(6) 2006. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-03129. It was further reported that the taxus stent implanted in march 2006 size was unknown. In (B)(6) 2010, patient presented with recurrent angina on minimal exertion, angiography revealed 20-30% lcx mid-vessel in-stent restenosis of the previously implanted stent. The 3.0x12mm, de novo proximal lcx lesion was 95% stenosed. The lesion was pre-dilated and the 3.0x16mm taxus liberte study stent was implanted resulting in 0% residual stenosis. In (B)(6) 2014, angiography revealed 70% severe mid-vessel in-stent stenosis of the previously implanted study sent in the lcx.